Event description:
Customer reports, a needle broke during use. Product piece was in pt's abdomen. The pt went to the ER where x-rays were taken and the needle was located. The dr advised the pt to "leave the needle in his body, where it will become encapsulated." Pt appears to be doing well at this time.